Manufacturer narrative:
Due to character limitation in e1 for event site name, the full event site name is (B)(6). A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported by customer during use that the cardiosave intra-aortic balloon pump (iabp) unit had fiber optic failure. There was patient involvement but no harm reported.

Manufacturer narrative:
Updated fields: b4, g3, g6, h2, h3, h6 (type of investigation, investigation findings, conclusion), h11. It was reported that during use the cardiosave iabp experienced a fiber optic failure and unit logs showed continuous bit test failures for the fiber optic system. Patient involvement was reported but no patient harm occurred and no additional details were provided by the customer. Fiber optic performance testing indicated the system was functioning appropriately and the issue could not be reproduced and did not reoccur. The unit was opened and all fiber optic connections were cleaned with only minimal value changes observed that did not indicate performance improvement. The fiber optic board was reseated to ensure proper electrical contact and retested with no change in performance. Replacement of the fiber optic board or extension module was offered but declined by the customer as the issue was non-reproducible and the unit was determined to be in good working order.

Event description:
N/a.

Manufacturer narrative:
Updated fields: b4, g3, g6, h2, h11. Corrected fields: e1 (event site email).